Event description:
Bd 1cc 29g 305930. The nurse pushed the locking arm on the syringe upward to the end with index finger, and heard a ¿click¿ sound, the locking arm on the syringe loosened and separated, then the nurse pushed the locking arm with bare hands. During the process, the cannula did not through the hole of white shield (there is a hole in the middle of the white shield), resulting in a needlestick injury. Bd safety glide insulin syringe 1cc 29g material code 305930. Quantity of syringe was 1 (customer has scrapped the product, so there were no photos or samples). Sample availability: no sample availability details: no sample available. Vcoyne (B)(6) 2025 update/additional information from region - see attachments. Call center received new information about pir00009262, please help to update in etq system, thanks. Injury/health impact related to event: yes description of injury or health impact: cannula sticked the finger, but there was no bleeding and no other treatment measures were taken.

Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.